Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm. The aortic neck was about 25 mm long, 31 mm in diameter, moderately angulated anteriorly-posteriorly, and had some calcification but no thrombus. Iliac vessels were severely tortuous. It was reported that the talent bifurcated stent graft ended up being deployed 2 cm below the renals, resulting in a proximal type I endoleak. The physician elected to intervene by implanting a talent aortic cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: endoleak; moderately angulated aortic neck. Conclusions: moderately angulated aortic neck.